Event description:
It was reported that balloon burst occurred. A 9.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon was burst. There were no patient complications as a result of this event.

Manufacturer narrative:
Updated e1: initial reporter zip/post code. Updated e1: initial reporter phone. Updated e1: initial reporter email. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: the athletis device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer, without any leaks or issues noted. A vacuum was then applied. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. A visual and tactile examination identified shaft damage approximately 5mm proximal from the proximal balloon bond which extended in a proximal direction for 20mm. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon burst occurred. A 9.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon was burst. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.